Event description:
In 2009, the patient called for assistance in changing her basal rates. She stated she has experienced elevated blood glucose the past 3 mornings and her physician recommended she adjust her basal rates from 12:00am-7:00am. Two days prior, her blood glucose measured 440 mg/dl at 9:00am and she bolused (amount unknown). The next day, her blood glucose measured 439 mg/dl at 9:00am and she bolused (amount unknown). At lunch her blood glucose measured 260 mg/dl, by dinner, it measured 211 mg/dl, and by bed time it measured 127 mg/dl. She stated that at dinner an e4 (occlusion) error was displayed and she changed her infusion site, tubing, and insulin cartridge. Her blood glucose measured 391 mg/dl the following morning, original date. Prior to the report her blood glucose measured "hi" on her blood glucose monitor. She stated that she does not have a normal blood glucose range and she tries to keep it below 300 mg/dl. Upon follow up the following month, the patient reported that after making adjustments to her basal rates her blood glucose lowered. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.